Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2020-05587. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of stroke. The event date is estimated.